Event description:
Pt admitted to hosp for replacement of acetabular alignment and femoral head secondary to continuous hip dislocations, which began the summer of 2003. Original total hip arthroplasty was performed in 1999. Pt authorized hosp to release implant to MFR.